Event description:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Correction: monitor was repaired and refurbished. Root cause: root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Further root cause investigation being documented under (B)(4). Corrective action: see (B)(4) for investigation into flux residue on j1000 lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Correction: monitor was repaired and refurbished. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Contaminated j1 - won't power on. (B)(4). Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the j1 of the ca board. Correction: monitor was repaired and refurbished. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Closing complaint. Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was able to power up, however there was contamination found on the j1 on the ca board, causing intermittent connection with the battery. Correction: monitor was repaired and refurbished. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Closing complaint. Contaminated j1002aa (B)(4). Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor failed incoming testing and displayed a service code 203 (pulse test fault) and service code 102 (charge profile fault). The cause for the failure was isolated to contamination on connector j1002aa on the defibrillation board. Correction: monitor was removed from service. Root cause: the root cause for the contamination was ingress of an unknown contaminant. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Table top board device evaluation of monitor has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on the table top board pins. Correction: monitor was removed from service. Root cause: the root cause for the contamination was ingress of an unknown contaminant. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Device evaluation of monitor has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor's belt receptacle was contaminated, causing intermittent faults. Correction: monitor was repaired and refurbished. Root cause: the root cause for the contamination was ingress of an unknown contaminant. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Contaminated j502 evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on ca board component j502. Correction: monitor was removed from service. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Evaluation of monitor has been completed. The reported problem (unable to properly power up) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on multiple components of the ca board. Correction: monitor was removed from service. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. Evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor would not power up. The root cause for the failure was isolated to contamination on ca board component j502. Correction: monitor was removed from service. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. J1002aa/j1003aa device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed in the patient data flags, however was unable to be duplicated. Upon investigation, contamination was found on j1002aa & j1003aa components on the defibrillation board, potentially causing intermittent failures. Correction: monitor was removed from service. Root cause: the root cause for the contamination was ingress of an unknown contaminant. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Will release monitor and close complaint. B5 verbiage - commerce return a us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor displayed service codes and was unable to complete detect and treat testing. The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.